Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient reported: "stryker titanium tkr. Very athletic, fit and used to intense pt. Though the leg "looks" fine, I have more pain than before the operation. Can't engage in most anything I was told I'd be able to do. Four years later I'm in my early 50's and other knee is bone on both but not interested in surgery."